Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported low speed events captured in the submitted log file when the patient was supported by the power module. Damage to the jacket of the driveline was confirmed via evaluation of the returned product. A specific cause for the jacket damage could not be confirmed. A driveline repair was carried out on (B)(6) 2021 and the account reported on (B)(6) 2021 that the patient had had no additional alarms since the repair. The patient was at home and planned to follow up regularly. The submitted log file, which contained data from (B)(6) 2021 to (B)(6) 2021, contained low speed events on (B)(6) 2021-(B)(6)2021. These events occurred while the patient was attached to the power module. Apart from during the low speed events, the system appeared to function as intended. Approximately 18¿ of the distal-end of the driveline was returned for evaluation after a distal-end driveline replacement. Rescue tape covered the outer jacket from approximately 2"-6" and 11.5"-13.5" from the controller connector. Upon removal of the tape, the jacket revealed breaches at approximately 2.5", 3.5", 5", and 11.5" from the controller connector. The driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. The pins of the controller connector were unremarkable. Upon disassembly of the driveline, visual inspection of the wires found no damage that was suspected of having contributed to the low speed events. The driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any current leakage through the insulation of any of the driveline¿s wires. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for driveline serial number 65162 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section ¿system monitor¿, section 6 ¿patient care and management¿, and section ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had log files sent in for low speed advisories. It was suspected and confirmed that the patient had short-to-shield. Technical services noted that the data showed 50 low speed advisories and speed drops as low as 3110 rpm. It was noted that the issues only appeared to be occurring while the ventricular assist device (vad) was connected to the power module/ mobile power unit (mpu). It was recommended that the patient should only use battery power or an ungrounded cable until further investigations were completed. It was communicated that the low speed advisories resolved by switching to battery power and/or using an ungrounded cable. The patient was awaiting and external repair and was scheduled for the repair on 20sep2021. It was communicated that the patient had their driveline repaired with no issues to the device or the patient.